Event description:
It was reported that the biomed called in to state that the arctic sun device was not cooling. A check of the diagnostics showed that chiller temperature (t4) was 6c. They discussed this was indicative of a failed mixing pump and they would discuss repair options with management. Per sample evaluation results on 04jan2024, it was reported that the arctic sun device unit was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as the unit was not cooling due to a faulty mixing pump. Mixing pump was serviced. Unit was primed to fill. The device went through the pm program. Serviced the circulation pump. Replaced the heater sn (B)(6) with sn (B)(6). Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed called in to state that the arctic sun device was not cooling. A check of the diagnostics showed that chiller temperature (t4) was 6c. They discussed this was indicative of a failed mixing pump and they would discuss repair options with management. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device unit was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated, and the reported issue was confirmed as the unit was not cooling due to a faulty mixing pump. Mixing pump was serviced. Unit was primed to fill. The device went through the pm program. Serviced the circulation pump. Replaced the heater sn (B)(6) with sn (B)(6). Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called in to state that the arctic sun device was not cooling. A check of the diagnostics showed that chiller temperature (t4) was 6c. They discussed this was indicative of a failed mixing pump and they would discuss repair options with management.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.